Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was plastic particulate found in the intravia bag. This occurred during set up. It was stated that a plastic particle was cored from the port when using a needle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a loose particle floating in the saline solution of the bag. The reported condition was verified and the cause is attributed to incorrect needle use. As per the event description, it was observed that the client used a 16 gauge needle on the port of the product. This goes against the product instructions included on the product¿s label that states the needle used must be from 19 to 22 gauge. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.